Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm. The customer¿s blood glucose was unknown. Trouble shoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the self test and the displacement test. No unexpected pump error alarms during testing however, critical block alarm (line number 163 file number 30) and the motor arm cannot communicate with the main arm alarm are found in the downloaded history files due to a software error.